Event description:
" On (B)(6)2024: ""hello. I am currently still paying for my byte retainers however due to the release of the safety information don't believe it is appropriate for me to still be paying something off that potentially could be harming my overall dental health. If this information would have been stated prior to me beginning the treatment I believe I wouldn't have gone through with it. I suffer from severe tmj and now knowing that the aligners could possibly have created a bigger issue is very upsetting. After reviewing this information with my lawyer, we have came to this conclusion. I am asking to be let ou"" pain level 7 inflammation: true, sensitivity: true, broken: true, discomfort: true, discolored: true, jaw discomfort: true, chipped: true, crown: true, broken: true, sensitivity: true, recent dental work: true. On (B)(6)2025: ""hello. I am currently still paying for my byte retainers however due to the release of the safety information don't believe it is appropriate for me to still be paying something off that potentially could be harming my overall dental health. If this information would have been stated prior to me beginning the treatment I believe I wouldn't have gone through with it. I suffer from severe tmj and now knowing that the aligners have created a bigger issue is very upsetting. After reviewing this information with my lawyer, we have came to this conclusion. I am asking to be let out of my responsibility for continuing to pay for the aligners or reimbursement due to the FDA information release. I feel I should no longer have to pay the rest of the (B)(6) for aligners that ultimately did more harm than good. I now have to spend more money for dental visits. I can also send receipts showing dental work I have had done due to the aligners. Please let me know what can be done for compensation to fix this issue."" On (B)(6)2025: ""hello. I do appreciate your response. I have recommend byte to countless friends and family members and have also advocated for the brand countless times on social media. However, after receiving the email from emily miner stating that there is an investigation happening involving the FDA and that byte failed to mention that tmj could become worse due to these aligners, I feel as though it is only right to refund me for my aligners that now have caused more harm than good. I have evidence of medical bills from the dentist showing all of the issues that I have had to get fixed due to the aligners. During this time, losing out on thousands of dollars is a huge set back for me and my family. First with the aligners and now with dental visits. I feel as though the byte aligners were falsely advertised to me. As you said in your email, "we have determined that our patient onboarding workflow may not provide adequate assurance that patients with active periodontal disease, severe open bite, severe overjet, tooth malocclusion requiring surgical correction, mixed dentition, dental prosthetics or dental implants, or adolescents with skeletally narrow jaws do not enter treatment with byte aligners." I was allowed to go through byte treatment with the understanding that even though I suffer from tmj and also have a dental bridge implant, that the aligners would be fine. Now it's being stated that I should not have been able to enter the treatment. It seems as if byte was money hungry and not actually concerned with real people and real dental issues and in turn causing more problems for them. I would love to be able to talk highly of this company and send more referrals, however in good faith I am unable to do so until some kind of resolution is met."

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.